Event description:
Device was returned to physio-control for a complaint of a lit service indicator. When physio evaluated the device, the device was observed to take too long to power up and then shut itself off. There was no patient associated with the report.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the malfunction was a failed ic chip, designator u61.